Event description:
It was reported that the customer experienced a high blood glucose level with an unspecified value marked as "high." Cause was not known. To address the issue, the customer administered a correction bolus via the pump and followed instructions from technical support to inspect various components such as the site and infusion set. No issues were found, and insulin was observed at the end of the tubing upon inspection. The customer was advised to replace supplies as needed and resume insulin.